Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. Perpetual rebooting. Open receiver, detached ui pcba, and retrieve the receiver download: passed. The receiver log showed a loss of connection. The complaint was confirmed because a connection loss was observed during the log review. The reported event of a loss of connection was confirmed. The root cause could not be determined.